Manufacturer narrative:
Device received on (B)(6) 2019. Device evaluation completed on (B)(6) 2019: during visual evaluation some lines of shell wear were observed in the anterior and posterior view. Leak testing revealed a tear within a shell wear in the anterior view measuring approximately 0.4 cm. No other anomalies were observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an unknown breast augmentation with mentor siltex round moderate profile 425cc saline breast implants which bilaterally deflated after implantation. As a result patient had the device removed on (B)(6) 2019. This report is for the right side.